Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) when stored the pacemaker data was reviewed. Technical services (ts) discussed programming options for this device. This ra lead and pacemaker remain in service. No adverse patient effects were reported.